Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause could not be established. The probable cause has been determined as the digital light source cable or the like was connected in an incomplete state, it is inferred that the function related to the endoscopic image display such as scope detection did not operate properly. Per the product instructions for use (IFU): "3.1 precautions for installation and connection: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. 9. 2 troubleshooting guide: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, the unit went black [sic]. The procedure was completed by moving the patient to another room. The same scope was used. No patient injury occurred. It was noted the unit was connected to a monitor using an serial digital interface (sdi) cable. There was no error message. The customer was advised to re-seat the digital light source cable and also secured the sdi cable. Additional information is unavailable at this time.